Event description:
It was reported that a care giver (cg) observed a minicap with a dry sponge. The cg stated that the sponge was orange/brown and appeared to have iodine on it. However, the iodine appeared dry. There was no damage to the packaging. The minicap was stored at room temperature. The cg stated the minicap was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 19.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 12/3/2014 - 12/9/2014. The device was received for evaluation. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.